Manufacturer narrative:
This is a continuation of events previously reported in regulatory report 3004209178-2024-17945. All further information received will be submitted under regulatory report 3004209178-2024-15981. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient is in the hospital because they fell almost 3 weeks ago and have not been able to walk since. Caller stated the patient fell because they were in so much pain trying to get into their house because their stimulator hasn't worked for some time. Caller noted they're trying to get in touch with rep because they didn't get a chance to talk to rep when they were with the patient almost a week ago. Caller noted that the implant is still not working and they don't know how to work it. Caller stated the patient has lost their charger. Caller stated the patient has their controller but is missing some charger and caller has no idea what that means. Caller was very escalated and upset. Additional information was received from the healthcare provider (hcp). It was reported that caller mentioned patient had multiple falls this year. Caller mentioned pt had multiple falls and the falls were in 2024 falls. Caller mentioned patient had fractures showed up on a MRI and CT scan but don't know how old they are. Caller mentioned patient had compression fracture in the "cyclical area" and a couple of other fractures, but are old ones. Caller mentioned some of the fractures from the test show could be 1-2 weeks old while some 3-4 weeks old. Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller mentioned the patient was trying to charge the implant and spoke with a rep who told them to call. When asked for event date, caller mentioned 2 months ago. Caller mentioned troubleshooting device with rep and no battery status shown on the controller. Agent instructed caller to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked caller through resetting controller; controller showed connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 95-95-95. Controller showed unable to recharge and caller was able to reposition recharger over the implant. Caller was able to reposition the recharger over the implant and controller showed unable to recharge. Agent reviewed with caller to let the implant go through process of passive recharge if they noticed the controller is not advancing to the batteries screen to follow up with the hcp to further address the issue. Agent reviewed role of mdt and caller mentioned they'll reach out to rep. The issue was not resolved. Agent redirect to the patient's hcp to further address the issue. Additional information was received from the representative. Pt has a hard time remembering how to charge and when to charge. The rep met with the patient and the managing staff member at care facility on (B)(6) 2024 and showed the staff as well as the patient, how to recharge. They have had no further complaints, since then. This information has not been confirmed by the physician.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that caller mentioned patient had multiple falls this year. Caller mentioned pt had multiple falls and the falls were in 2024 falls. Caller mentioned patient had fractures showed up on a MRI and CT scan but don't know how old they are. Caller mentioned patient had compression fracture in the "cyclical area" and a couple of other fractures, but are old ones. Caller mentioned some of the fractures from the test show could be 1-2 weeks old while some 3-4 weeks old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient is in the hospital because they fell almost 3 weeks ago and have not been able to walk since. Caller stated the patient fell because they were in so much pain trying to get into their house because their stimulator hasn't worked for some time; agent understood this may be in reference to rtg0584308. Caller noted they're trying to get in touch with rep because they didn't get a chance to talk to rep when they were with the patient almost a week ago. Caller noted that the implant is still not working and they don't know how to work it. Caller stated the patient has lost their charger. Caller stated the patient has their controller but is missing some charger and caller has no idea what that means. Caller was very escalated and upset. [See pe 706541235 - rpl replacement].